Manufacturer narrative:
(B)(6). Investigation: signals in the run data file indicate that the plasma line may have been partially occluded near the end of the procedure. If the plasma line does not contribute properly to the platelet pump, it could cause the flow through the lrs chamber to be higher than the system expects, therefore, allowing some wbcs to escape and end up in the product bag. Incorrect loading of the disposable set may contribute to this situation. Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
The customer requested that the run data file be investigated to determine a possible cause for the elevated wbc content in the platelet product. The disposable set was discarded, therefore, is unavailable to be returned for investigation. No medical intervention was required for this event. Donor unit# (B)(4). This report is being filed due to device malfunction that has the potential for injury.